Event description:
A patient reported blood glucose results of "461 mg/dl and 132 mg/dl" with a lifescan meter, performed wihin 10 minutes of each other. The meter, test strips, and control solution were replaced.